Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for follow-up in-clinic. Upon interrogation, elective replacement indicator alert was observed on the pulse generator. It was noted that the alert was false. The false elective replacement indicator alert was cleared successfully. The patient would continue to be monitored.